Event description:
During the attempted stenting of the left renal artery, this stent dislodged from the balloon and migrated distally into the renal artery and could not be retrieved. Another stent of the same size was used to successfully treat the lesion. The age and gender of the patient is unknown. The vessel was severely calcified. The physician had no difficulty accessing the lesion with a guidewire. The lesion was pre-dilated with a 4mm balloon (brand unk). After properly prepping and inspecting the stent delivery system (sds), the physician advanced the sds to the lesion, without difficulty. When the device was placed at the lesion and the physician attempted to deploy the device, the stent dislodged from the balloon and migrated distal to the lesion. The physician attempted to snare the balloon, but was unsuccessful. The stent was left in the renal artery and another stent of the same size was placed to treat the lesion. There was no reported injury to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.